Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the cause of the torn haptic was due to a loading error. Another same type lens was implanted.